Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not able to rewind the insulin pump. Blood glucose level at the time of the incident was 49 mg/dl. Customer was assisted rewinding the device. Customer declined troubleshooting for low blood glucose. No product is expected to return.